Manufacturer narrative:
(B)(4): the pump was returned with a tear by the "up" and "contrast" keys. The "up" and "down" keys respond intermittently. Pump returned with audio bolus button torn and the bolus button has intermittent response. The keypad was removed to investigate, and evidence of keypad contamination was located under "contrast","up","down" and "ok" contact buttons. Unrelated to this complaint, the pump booted to the verify screen with dim pink contrast the oled screen was removed and replaced with a new test screen and contrast returned to normal with test screen.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the up/down arrow keypad buttons had to be pressed multiple times in order to activate the desired pump functions. There was no adverse event associated with this complaint.